Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and a reservoir was attached to a drain. Soon after the activation, the reservoir could not suction. Another reservoir was used, and suction could be done. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/9/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Product received for analysis. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection, and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. During the sample evaluation the defect was duplicated. Entrance ports were opened while exit port was closed and plate was activated but reservoir did not suction any air. Anti-reflux valve was visually inspected, and a black foreign material was identified around the valve. By pressing the valve over the reservoir foreign matter was pushed out of the valve as shown. After foreign matter was removed from the valve, the plate was activated while the inlet ports were open, and reservoir was filled with air, the foreign matter was occluding the valve. Foreign matter is not manufacturer. As reported it is mentioned that "soon after the activation, reservoir could not suction" therefore reservoir started to be used but couldn't continue with suction due to foreign matter occlusion. Defect reported by customer was observed since valve was occluded however defect is not related to manufacturing process due to a foreign matter was occluding the valve and after removing the foreign matter from the valve, reservoir was able to fill with air through the entrance port. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.